Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve dislodged towards the ventricle upon release from the delivery catheter system (dcs). Angiography showed that the waist of the valve was at the level of the annulus. A snare was inserted to retract the valve into a more favorable position. During retraction, the valve dislodged into the ascending aorta. A second dcs was used to implant a second transcatheter bioprosthetic valve, valve-in-valve without incident. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.